Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was bent event on (B)(6) 2024. The blood glucose level was 225 mg/dl at the time of event and was managed by insulin pump. The infusion set was in use for 7 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).